Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was being used to deliver 150 ml of normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that the male adapter of a needleless valve connector connected to a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of cytoxan 900 mg/ml. It was reported that immediately after the delivery was started, the pump alarmed for proximal occlusion. At this time, the nurse disconnected the needleless valve connector from the clave secondary port and the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. The lot number of the device that was in use is unknown. The customer contact identified a possible lot number (plots). The possible lot number is 271255h. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.